Event description:
Customer claims that the unit powered on. When the weight is taken off the sensor pad there is no alarm tone. The alarm does not sound when the sensor is unplugged from the alarm. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the alarm unit powered on and there was no alarm. The unit record button and tone selector do not work. The fail safe feature does not function. (B) (4).